Manufacturer narrative:
Concomitant medical products: product ID: 309101, lot# 60134822, product type: screening device, information references the main component of the system. Other relevant device(s) are: product ID: 309101, serial/lot #: (B)(4), ubd: (B)(6) 2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens). It was reported that the pne lead was missing the markings for the 3 1/2 inch needle. The stylet was also firmly affixed to the lead and could not be removed. As a result the entire wire had to be removed. No external factors ¿ the pne lead wire was defective. The hospital did not have a back up and therefore only one wire was placed for that patient. No external factors were reported the pne lead wire was defective. The issue was reported to be resolved at the time of the report. An out of box issue was reported. No further complications reported. No symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: stylet accessory. Analysis of the pne lead model 309101, lot # 60134822, showed that the entire lead body was stretched. It was noted that the returned product was subjected to a series of standard tests that included, but was not limited to, visual inspection and electrical testing. Due to the condition as returned, the needle markings on the lead could not be identified. It was also reported that the electrode/conductor was broken towards the distal end electrode was not returned. The continuity was acceptable. The outer insulation was also broken. Analysis of the white handle, straight tip, single electrode stylet showed the wire was bent 2.3 cm from the distal end. It was noted that the returned product was subjected to a series of standard tests that included, but was not limited to, visual inspection and electrical testing. The stylet could not be pulled through the proximal end of the lead. If information is provided in the future, a supplemental report will be issued.